Event description:
Reporter indicated that her vns therapy programming handheld was no longer charging correctly. The handheld and accompanying charger were subsequently returned to manufacturer for product analysis. An analysis was performed on the products and the cause for the battery performance issue was found to be associated with a broken ac adapter. Visual inspection identified that the connector to the handheld device was damaged, and the ac adapter could no longer charge the main battery. No other anomalies on the device performance were noted during testing using a known good ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.